Event description:
It was reported, the patient had their pump replaced in 2008 due to ¿motor stalls¿. It was noted the patient was fine and receiving effective therapy. No symptoms or drug reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l39269, implanted: 1996-(B)(6), product type: catheter. (B)(4).